Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used in an achalasia balloon dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, the gauge monitor of the hand pump did not move or show any pressure change. The procedure was not completed due to the device issue. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.